Event description:
The sales rep reported that a solanas polyaxial posterior thoracic screw was discovered to have backed out and have cold welds. The date of the screw back out is unk. The number of alleged screw back outs is unk. A revision surgery was performed for the pt to remove the hardware.

Manufacturer narrative:
The device history record for part number 63035-12 lot number 617843 was evaluated and does not reveal any quality concern. The device master record for part number 63035-12 (630xx-xx part series) was evaluated and the eval reveals that the revision of the engineering drawing of part series 630xx-xx is revision c. Therefore, there are no changes made that could affect the issue at hand. The parts in question functioned as intended during the initial surgery on (B) (6) 2008. The initial reporter reported that the pt was not wearing a collar brace after the initial surgery. The alleged backed out screw was detected after the revision surgery on (B) (6) 2008. The alleged screw back out was not confirmed. There is no evidence to support the incident of the screw backing out. The sales rep did not provide x-ray images and did not report or return any post-operative broken implants. The solanas instructions for use (ins-012) states: postoperative management: the following is essential: the surgeon should instruct the pt regarding amount and time frame after surgery of any weight bearing activity. The increased risk of bending, dislocation, and/or breakage of the implant devices, as well as an undesired surgical result are consequences of any type of early or excessive weight bearing, vibration motion, fall, jolts or other movements preventing proper healing and/or fusion development. Complete postoperative management of maintain the desired result should also follow implant surgery.